Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4) D4 - PRIMARY DEVICE IDENTIFICATION (UDI) NUMBER IS NOT APPLICABLE AS THE LOT NUMBER OF THE DEVICE IS UNKNOWN. NO FURTHER INFORMATION HAS BEEN PROVIDED. D10: UNKNOWN TIBIAL COMPONENT, LOT UNKNOWN. UNKNOWN FEMORAL COMPONENT, LOT UNKNOWN. THE DEVICE WILL NOT BE RETURNED FOR ANALYSIS; HOWEVER, AN INVESTIGATION OF THE REPORTED EVENT IS IN PROGRESS. ONCE THE INVESTIGATION IS COMPLETED, A SUPPLEMENTAL MEDWATCH 3500A WILL BE SUBMITTED.

Event description:
IT WAS REPORTED THE PATIENT UNDERWENT CONVERSION FROM A UNICOMPARTMENTAL KNEE ARTHROPLASTY TO A RIGHT TOTAL KNEE ARTHROPLASTY DUE TO A BROKEN POLYETHYLENE INSERT. NO ADDITIONAL INFORMATION IS AVAILABLE.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.The following sections were updated: B4, B5, G3, G6, H2, H3, H6, H11. No product was returned or pictures provided; a product evaluation could not be performed.A review of the Device Manufacturing Records could not be performed due to missing lot number.A review of the Complaint History could not be performed due to missing reference and lot numbers.The reported event was confirmed by review of X-rays. Radiographs were provided and reviewed. The review identified a right medial unicompartmental knee arthroplasty. Marked narrowing of the medial compartment was observed, consistent with polyethylene fracture and/or compromise. Undercoverage of the tibial plateau by the tibial component was also noted, which may contribute to accelerated polyethylene wear.A definitive root cause cannot be determined.If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer Biomet will continue to monitor for trends.